Manufacturer narrative:
It was reported that toward the end of an unknown procedure a blue string from the x-ray detectable gauze was found in the surgical site. The surgeon was required to remove the blue string from the surgical site via an unknown method. No other information has been provided. Despite multiple good faith efforts to obtain additional information, the initial reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The reported sample was discarded and was not available to be returned to the manufacturer for evaluation. Due to the need for additional medical intervention to remove the reported blue string from the surgical site, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that toward the end of an unknown procedure a blue string from the x-ray detectable gauze was found in the surgical site.